Manufacturer narrative:
(B)(6) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device and improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 04/12/1999 and was last repaired on 05/08/2008 for a non-related issue. Eval of the device observed damage to the side plates, comb, roller and roller gear. Prior to repair, both the test mesh and the calibration check could not be performed due to the damaged comb. Repair of the device included replacement of the side plates, comb, roller and roller gear, shoulder bolts washers and carrier guide. In-post repair analysis, corrosion to the sides of the carrier guide and the side plates was observed. The customer's reported event regarding the bent comb, was confirmed and was most likely due to lack of preventative maintenance and improper handling. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher complete comb was bent. There was no pt harm or delay reported, and the procedure was completed with an alternate device.